Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for post laminectomy pain and spinal pain. It was reported that about a month ago the patient¿s stimulation sensation would vary when they were lying on their back. The rep met with the patient on (B)(6) 2019 and interrogated their device, which read the device was at eos (end of service). The patient also reported that their programmer was lost a year or two ago and they had never follow-up on replacing it. The patient¿s device would be replaced with another prime battery on (B)(6) 2019. Factors that may have contributed to the issue was the patient¿s battery was at eos. The issue was not yet resolved but surgical intervention was planned for (B)(6) 2019. It was indicated that their device would be returned for analysis. The event occurred don (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.